Manufacturer narrative:
Patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity c sodium result on one patient sample. The physician questioned the result as the patient¿s historical results were normal. The following data was provided: sid (B)(6) initial sodium result =107 mmol/l, repeat result = 143 mmol/l. No normal reference range was provided. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The ict sample diluent is used for analysis of electrolytes on the alinity c processing module. A search by product lot found normal complaint activity for this issue. The trend review for the ict sample diluent (ln 07p53) found no trends related to this issue. File sample analysis was not performed as the sample was repeated and acceptable result was produced. In addition, the quality control was acceptable during the falsely decreased result. This indicates the assay is performing as expected. Device history record review did not identify any non-conformances or deviations related to the current complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent, lot number 10796un21 was identified.